Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts, and the patient not attending the post-op visit have been ruled out as potential causes. Additionally, the patient did not touch or pick the wound and does not have contraindicating conditions. However, it is unknown if the patient was prescribed antibiotics pre-operatively and if the site was irrigated with antibiotic solution before closure. It is unknown what caused the infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.  The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause.   Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA(B)(4)correction 2.

Event description:
The patient reported one of their incisions was not closing and is infected. An explant procedure was performed on october 28, 2023. The patient is currently doing great, there are no signs of infection and the wound has healed.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts, and the patient not attending the post-op visit have been ruled out as potential causes. Additionally, the patient did not touch or pick the wound and does not have contraindicating conditions. However, it is unknown if the patient was prescribed antibiotics pre-operatively and if the site was irrigated with antibiotic solution before closure. It is unknown what caused the infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.  The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported one of their incisions was not closing and is infected. An explant procedure was performed on (B)(6) 2023. The patient is currently doing great, there are no signs of infection and the wound has healed.